Event description:
7/15/96 underwent bilateral total knee replacement. 8/5/96 underwent incision and drainage of left knee following x-ray which showed poly. Insert dislocation, and serosanginous drainage. Pt admitted falling after tkr on 7/15/96. Identical insert replaced dislocated insert.